Event description:
It was reported the patient experienced fluid in the implantable neurostimulator (ins) pocket. This issue has occurred since implant. The patient first showed signs of this immediately after implant was done, at which time she gained 30 lbs in 2 days, which causes swelling in the legs. The patient was hospitalized for 3-4 days due to this. This fluid gain was attributed to drug reaction and it was resolved. Patient was very heavy to begin with. The patient continued to have some fluid at the ins pocket, as well as drainage from the pocket. There is no allergy related to the components. The patient was treated for possible low grade infection. Patient was receiving good stimulation therapy. Patient outcome was not provided.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product typ recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was doing fine. The reporter stated that there was no infection and nothing further to report. A follow-up report will be made if additional information becomes available.